Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity console (c7000) was evaluated in the field: device history record (DHR) - the DHR was reviewed, and no anomalies were observed during manufacture or packaging that could be associated with the complaint incident. Failure analysis - the investigation of the unit confirmed the complaint: an integra field service technician (fst) visited the facility and evaluated the device. The fst was able to replicate the reported issue; system error continued to occur when the unit was powered off/on. Additionally, the error code was observed in the unit's log files. To resolve the issue, the fst re-installed the software, checked the start up with the power off/on, and confirmed the device functionality. Root cause - the root cause is confirmed as the occurrence of a system error code. Corrective and preventative action (CAPA) has been raised to investigate "error code displayed on clarity console" and is pending corrective action, if necessary. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that during a laparoscopic partial liver resection surgery, an error message was displayed when starting up the cusa clarity console (c7000). The power was turned off, then turned back on after unplugging it for 10 minutes. By turning on and off the device several times, the issue was resolved, and the same device was used to complete the surgery. There was more than 30 minutes delay due to product problem; however, there was no patient injury.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.